Event description:
A patient reported experiencing inaccurate low results with a one touch basic. The patient's blood glucose results were 108 compared to the labs 174mg/dl. Tests were done with in 10 minutes, patient did not experience any adverse events. No further information has been reported.